Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fell outside (B)(4) in the gravimetric accuracy test. The customer tested with 2 different medication cassettes, where the first one gave an accuracy error percentage of (B)(4) and the second medication cassette (B)(4) it was also reported that the pumps black seal in the battery compartment has cracked. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported infusion accuracy issue was confirmed. The exact cause of the reported issue was unable to be determined. The expulsor and valves were replaced, and the device then passed all functional testing.